Event description:
A ventilator was returned to the manufacturer because the device did not meet the acceptance criteria of the evaluation process due to the screen not working. The complaint has been confirmed during the evaluation of the device at the manufacturer's service center. The lcd screen was blank, and the lcd board needs to be replaced. No repairs have been performed as the device was scrapped.